Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 408 mg/dl treated with 3u of manual correction. Customer tried to deliver 5u using the insulin pump but there was no drops appeared on the tubing. There was crack on the back side of the battery compartment of the insulin pump. Auto mode feature was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer = black the customer alleged high bg and cosmetic damage located at the battery compartment on the event date of 22-jan-2022. Device passed displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, and self-test. Successfully download history files and traces using thus. No unexpected no delivery alarms were noted during testing, and no unexpected no delivery alarm was present in the history/trace file. Tested with a test p-cap locked in place properly. Device was received with battery tube threads - cracked cracked case cracked case (battery tube) cracked case-corner of belt clip rails pillowing keypad overlay device was not confirmed for high bg during testing. Cosmetic damage located at the battery compartment was confirmed. Device passed required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.